Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: investigation summary:the device was received and evaluated. Visual inspection revealed that the device had a charred section in the proximal part of the tip. The rest of the device was found to be in a normal condition. The vapr s90 4.0mm w/integr hdp -ea was returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of the device. Visual and functional test were performed, as a result; the distal tip is in a used condition and a charred section can be seen at proximal end. The handle, cable and plug assembly were in good condition. Procedural residue visible in suction tube. The hipot active return electrical check failed. The device was unable to activate the ablate and coagulate functions and also output short was generated and immediately sparked. Based on the evidence of the charred and burnt section of the manifold seen for the returned electrode, the likely cause of this failure is shorting at distal tip. The failure mode seen is consistent with previous one piece lps electrodes (s90) which exhibits similar failure modes including output shorting, manifold melting, sparking and arcing during surgical procedure and have been further investigated through a CAPA. The cause of the issue was due to direct path being created between the active and return circuits at the distal end. This can be triggered by an incomplete adhesive seal, resulting in an ineffective isolation of the active and return. Complaint rates will continue to be monitored through standard complaint review channels. Based on a review of investigation findings, current process controls in place and the product risk analysis document no containment or correction action related to the individual complaint is required. A manufacturing record evaluation was performed for the finished device (u2304013), and no non-conformances were identified. The overall complaint was confirmed as the observed condition of the vapr s90 4.0mm w/integr hdp -ea would contribute to the complained device issue. Depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
It was reported that during a rotator cuff repair procedure, it was observed that the vapr s90 4.0mm w/integr hdp device had an output short and unable to work. During in-house engineering evaluation, it was determined that the device had a charred section in the proximal part of the tip. It was further determined that procedural residues were visible in the suction tube. It was further determined that the hipot active return electrical check failed, the device was unable to activate the ablate and coagulate functions and an output short was generated and immediately sparked. Another like device was used to complete the procedure with an unspecified delay. There were no adverse consequences to the patient. No additional information was provided.